Event description:
The account stated that their platelet controls are trending high on the cd3200 sl analyzer since they calibrated with cell-dyn 22 calibrator lot #3099. There was no report of suspect patient results.

Manufacturer narrative:
On-market instability for platelets with cell-dyn 22 calibrator lots 3098 and 3099 is being experienced. The calibrator could read higher by at least 10% on the cell-dyn ruby and as much as 22% on the cell-dyn 3200. If this calibrator is used and the calibration factor on the instrument is adjusted, a negative platelet sample bias could result. As a precaution, lot 3100 was removed from use. Investigation into the cause of this instability is in progress. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.